Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2017 with the following findings: during investigation, the bottom of the keypad was peeling up. The ok keypad button was responsive to user input. The keypad was removed to find no damage to the button contacts. The pump was opened to find no damage to the keypad connector or keypad flex cable. The keypad connector latch was secure. Unrelated to the original complaint, the display was dim and gray.